Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report from a patient that they received coolsculpting and have been diagnosed with paradoxical hyperplasia by a plastic surgeon.

Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01372-01.

Event description:
Patient called to report they were diagnosed with pah by a plastic surgeon.

Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see emdr-01659 as the operating record related to this complaint.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2 b5 d1 d4 g1 h6.